Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received that a lead suture was used to anchor the lead. Lead suture refers to a ¿chinese finger trap¿ type of anchoring technique.

Manufacturer narrative:
The reported high impedance was confirmed. Microscopic inspection of the returned lead identified a broken wires in the lead body that corresponded to channels 2,3,4,6 and 8 would cause high impedance. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.